Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl with ketones present. The pod was worn between 4 and 24 hours on the abdomen. It was noted that the cannula dislodged from the site. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device was received fully deployed. Investigation of the needle mechanism found no damages or defects that could result in the dislodging of the cannula. No damages or defects were observed on the device that could result in the dislodging of the cannula. The exact cause of the reported dislodging could not be conclusively determined.